Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. No replacement needed. Customer satisfied with the product. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: a 24 hour follow up call back was made in order to ensure the customer's condition since the initial call;customer states that at 11am on (B)(6) 2017 customer went to the hospital and got glucose tested. Her result was 513mg/dl. Customer states she received IV therapy to lower glucose. The customer left the hospital 6pm on (B)(6) 2017. Condition has improved. Customer is a new diabetic and was educated at the hospital about proper testing technique and proper diabetes management.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results, obtained on the call, of 509mg/dl and symptoms. The customer's expected non-fasting blood glucose test result range is undisclosed. The customer reported symptom of feeling tired. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date ate undisclosed. The meter memory was not reviewed for previous test result history. Customer called in and needed assistance with testing and was putting the blood on the wrong side of the test strips. Assisted customer with running a test and results were 509mg/dl. Customer feels fine, a little tired but was released from the hospital 2 days ago and found out that she was diabetic. Customer states she just went to the pharmacy this morning to get her medication for diabetes and she will test herself again in 30 minutes and go to the emergency if she needs to. This is customer's first time using the true metrix meter and being aware of her diabetes. Customer got the glucose meter after the hospital visit when she was diagnosed with dm.